Manufacturer narrative:
The device was returned to the manufacturer and is currently under evaluation.

Event description:
In 2007, pt received ist vbr (l4-s1). Surgeon placed one vbr (27mm x 14mm x 0 degrees) at l4-l5 and another vbr (27mm x 7mm x 0 degrees) at l5-s1. During placement of a second vbr (27mm x 7 mm x 0 degrees) at l5-s1, the surgeon struck the vbr inserter with the mallet and the vbr broke. The surgeon removed the vbr inserter, to which was attached a portion of the broken vbr. The surgeon removed the remainder of the broken vbr. Another vbr (27mm x 7mm x 0 degrees) was implanted without incident and the surgery was completed.